Event description:
It was reported that patient underwent total right hip replacement in early 2007, during which he received a durom cup acetabular component. Post-op, patient experienced pain and was revised approx eight months later.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.